Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad. The blood glucose reading was unknown, since the customer was still sleeping when the mother called. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping or scrolling anomaly was noted. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.